Event description:
It was reported that the patient experienced pocket site discomfort and was given trigger point injection. The patient was doing well.

Event description:
It was reported that the patient experienced pocket site discomfort and was given trigger point injection. The patient was doing well. Additional information received that the patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was kept at the facility.

Event description:
It was reported that the patient experienced pocket site discomfort and was given trigger point injection. The patient was doing well.